Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10:(expiry date: 07/2019) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that approximately 89 days post index procedure subject reportedly experienced shortness of breath and presented with hypoxemia. A computerized tomography (CT) scan demonstrated decreased bilateral pulmonary embolism (pe) compared to a pre-filter computerized tomography (CT) scan. It is unclear if thrombus represented evolution of prior pulmonary embolism, acute, or chronic pulmonary embolism. Pneumonia was evident. The patient was discharged seven days post admission. The current status of the patient is unknown.

Event description:
It was reported through the results of a clinical trial that approximately 89 days post index procedure subject reportedly experienced shortness of breath and presented with hypoxemia. A computerized tomography (CT) scan demonstrated decreased bilateral pulmonary embolism (pe) compared to a pre-filter computerized tomography (CT) scan. It is unclear if thrombus represented evolution of prior pulmonary embolism, acute, or chronic pulmonary embolism. Pneumonia was evident. The patient was discharged seven days post admission. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the alleged pulmonary embolism as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: (expiry date: 07/2019). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial that approximately 89 days post index procedure subject reportedly experienced shortness of breath and presented with hypoxemia. CT scan demonstrated decreased bilateral pulmonary embolism (pe) compared to a pre-filter CT scan. It is unclear if thrombus represented evolution of prior pe, acute, or chronic pe. Pneumonia was evident. Subject was discharged seven days post admission. The current status of the patient is unknown.